Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a short battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: a review of the black box indicated multiple ¿replace battery¿ alarms had occurred. There was evidence of moisture observed in the battery compartment and in the display and the battery compartment was cracked. Leak testing revealed a battery compartment leak. The pump powered on normally. During the rewind step, the pump emitted a ¿replace battery¿ alarm. Additional testing could not be completed due to the alarm. The pump casing was opened and there was evidence of moisture damage inside the pump.